Manufacturer narrative:
Patient and device details unavailable, additional information has been requested but has not been made available as of the date of this report. This report is submitted on april 06, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced pain and inflammation of the skin at abutment site and subsequently was treated with antibiotics (type and date not reported). The implanted device remains.